Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. (B)(4). Investigation summary: a complaint history check was performed and this is the 4th related complaint for needle hub separates, the 2nd related complaint for needle shield does not detach as intended and the 1st related complaint for needle shield tight on lot # 9343416. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, needle hub separates, needle shield does not detach as intended and needle shield tight) was captured and addressed appropriately. No samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 9343416 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200866986] noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use the hub separated from the device with a relion® insulin syringe. The following information was provided by the initial reporter: relion consumer reported, needle hub separated.